Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer was getting blood glucose readings above 500mg/dl on the contour ts, so went to the pharmacy for assistance. With the pharmacy contour ts, the customer received a reading of 524mg/dl using customer's strips. Using the pharmacy strips his blood glucose was 104 and 103mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. Product was replaced.

Manufacturer narrative:
Visual inspection of the 8 strips returned indicated they had been degraded. When tested with the inhouse contour ts meter, the strips either produced an e2 error (underfill), or would not initiate meter countdown. It is likely the strips were exposed to extreme moisture by the customer. It may be possible there were some strips that were not as severely damaged when the customer received results. Inhouse strips gave satisfactory performance.